Manufacturer narrative:
Evaluation summary: we received 2 x-rays titled ¿just after surgery¿; the ap view suggests the distal locking screws being properly inserted, on the ml view it is clearly visible that three distal locking screws had missed the corresponding holes in the nail. The reported event could be confirmed. A physical examination could not be carried out as the subject device was not returned to stryker kiel. However, the root cause of the reported event is not device related. The event description states: ¿after that, in the inspection of the returned loaner instruments, it was confirmed the instruments have no failure." Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by preoperative check it can be concluded that the event was mainly based in the intra operative procedure. This is supported by the statement in the event description ¿after that, in the inspection of the returned loaner instruments, it was confirmed the instruments have no failure." No nonconformity was identified.

Event description:
On (B)(6) 2014, t2f retrograde surgery was performed. After the surgery, it was found that the all screws which were inserted to the distal screw hole of the nail were out of the holes. On (B)(6) 2014, revision surgery was performed and the screws and the end cap were reinserted. The inspection of the returned loaner instruments confirmed that the instruments had no failure.